Manufacturer narrative:
Examination of the submitted device found evidence suggesting device loosening in vivo. The investigation could not draw any conclusions about the root cause of the device loosening; however, there was little evidence of bony in-growth. Lack of bony in-growth could suggest poor fixation and contribute to device loosening in vivo. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be rec'd, the investigation will be re-opened.

Event description:
The pt was revised because of tibial loosening.